Event description:
Contact reported that a setscrew loosened from a spinal construct and resulted in the need for a revision procedure. Construct was l3-5 left side, l4-5 right side with leopard cage at l4-5. Setscrew on left l3 'popped' off and was recovered. Surgeon noted no issue with the threads inside screw head and replaced the setscrew with a new one. As surgical intervention occurred an MDR is being filed to document this event.

Manufacturer narrative:
Device has not yet been returned for eval and no conclusions can be made at this time. These products are technique dependent and events of this nature can occur. Constuct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device.